Manufacturer narrative:
In response to FDA report number mw5086100. The events of infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a right side "infection immediately where the incision was, (B)(6), parvo, sinus infection," "debilitating pain, pain of cancer," and ¿it started to grow apart and I had a hole in my breast and it started growing apart again¿. Device remains implanted.